Manufacturer narrative:
Two fast-fix 360 curved needle delivery system devices were received and visually assessed. The devices were received together in one box. There is only one complaint ¿reason¿ listed, therefore both devices were evaluated for that reason. Both devices have been used. Both devices have t1, t2 and full sutures returned unattached to their respective needles. Device #1 is in fair condition. The delivery needle is considerably bent. This device cycled and advanced but could not retract due to the condition of the delivery needle. Device #2 is bent in the same direction, but not as severely as device #1. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, t2 would not deploy from the device. T1 was successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.